Manufacturer narrative:
Evaluation: our investigation of the returned opened and used device confirmed that the hub has pulled out of the sheath material. An examination found no residue on the hub or the sheath end; suggesting that when the product was injection molded, there was an inadequate bond. We have notified the appropriate personal of this issue.

Event description:
During a PICC line insertion procedure, the physician was unscrewing the dilator from the sheath when the hub and screw section became detached from the dilator. This left both the dilator and sheath inside the pt's arm. The physician was able to remove both devices from the pt's arm over the wire, without harm to the pt.